Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a system removal of the device and associated right ventricular lead due to an infection. Additional information was received indicating that the patient expired approximately two weeks after the procedure. No cause of death was provided and no other information was available.